Manufacturer narrative:
Sections d9 and h3 were updated. The lancet device was received for investigation with no lancets. The device was received already partially disassembled. The customer's complaint could not be reproduced during the investigation as the device was already disassembled. The investigation observed that the lancet ejection arm was broken. The broken ejection arm occurred during customer usage. This damage is due to improper use of the lancet device and caused the protruding lancet issue. Additionally, the closure module of the lancet device was damaged. The device's lot number could not be obtained as it is printed on the closure module and this part is missing. As a result, the cap no longer had a reasonable grip and could easily fall off. Setting the lancet depth setting was also difficult. Due to supplier function tests, all the damage observed cannot occur during the production process. The damage observed is due to a customer handling issue or due to the age of the lancet device. As the lot number of the device could not be obtained, the age of the device was estimated to be >= 10 years due to dirt and signs of wear. The investigation did not identify a product problem.

Manufacturer narrative:
Occupation is patient/consumer. The lancet device was requested for investigation.

Event description:
We received an allegation of intermittent retraction issues with a coaguchek xs softclix lancet device. The customer stated that "at times" the lancet has protruded beyond the properly attached end cap. The date of the event was not known; the date of the event is an approximation. The customer stated he was able to resolve the issues by "resetting" it. The retraction issue was not currently occurring. The customer stated the lancet device was "falling apart", the end cap would fall off and the depth setting could not be adjusted.